Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation.

Event description:
On (B)(6) 2017 medtronic received information that while in use on a patient, an 840 ventilator displayed no ventilation - safety valve open during patient transport. Subsequently the patient expired. It was also reported that the patient was being transported without air and oxygen connected to the ventilator. On (B)(6) 2017, additional information was received from the biomed engineer. The biomed reported that the patient was in emergency room (ER) due to heart failure and was not breathing. The patient was styptic with no pulse when brought to the ER. The patient was placed on the 840 ventilator in the ER while waiting for the cardiac catheterization laboratory to be ready. The patient was disconnected from the ventilator and was manually bagged while being transported to the cardiac cath lab. According to the biomed, a non-respiratory therapist tried to restart the ventilator while hooking it back to the patient and the same ventilator declared a safety valve open.